Manufacturer narrative:
Additional information indicated that the date manufacturer received had changed. The date was updated to (B)(4) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and eight months after the implant of this transcatheter bioprosthetic valve, the valve was replaced, valve-in-valve with a non-medtronic valve due to severe paravalvular leak (pvl). No additional adverse patient effects were reported.